Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the reagent tubing joints, buffer valve, reference valves, reagent straws, mix motor, mixing paddle, ise tube set and sample probe which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of sodium (na) and chloride (cl) fliers for patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) was within established range before the event. The customer did not provide patient data or demographics.